Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt was "hurting." The pt did not believe that she was getting her boluses. The logs revealed that the pt was receiving her correct dose. A pump volume discrepancy was reported approx one (1) month later. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Per the reporter, the pump had "complex programming." The pt experienced "some withdrawal." The reporter noted that it was believed that the pt's personal therapy mgr (ptm) was broken and the pt was not receiving her medication. The pt did not have the programmer with her at the appointment.